Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens in the left eye. The physician noted astigmatism in early (B)(6) 2010. On (B)(6) 2010, the physician reported using a scheimpflug camera and observed that the lens had vaulted in a z-configuration, inducing astigmatism (3.0 d). A yag capsulotomy was performed and the astigmatism improved to 1.50 d with a drastic improvement in visual acuity. After a few days, the va decreased slightly and a second capsulotomy was performed under the forward vaulted plate. Reference MDR #2031924-2010-00120.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).